Event description:
It was reported that on may 2012 the catheter was implanted. On (B)(6) 2013, the patient came to hospital and the doctor found that the catheter was out of the position 4 to 5 cm. A new catheter was placed.

Manufacturer narrative:
The complaint of a detached surecuff/ heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/ heat sleeve from the catheter. At this time the mechanism of damage is undetermined. The detached heat sleeve/ surecuff exhibits a blood and tissue residue imbedded in the dacron material of the surecuff. A lot history review (lhr) of revg1020 showed twenty-one other similar product complaint(s) from this lot number. All complaints for this lot number (revg1020) have been reported from china facilities.